Event description:
Sterile nitrile powder-free exam gloves manufactured by halyard have been found to be contaminated with bacterial organism(s). Contaminated gloves were from lot sm13563xx manufactured on 12/22/2021 and expiration date of 11/30/2024. Updated usp 797 regulations for sterile medication compounding led to changes in the sterile compounding quality assurances processes in the (B)(6) pharmacy. Inpatient pharmacy staff were observed performing ppe garbing, hand hygiene and completing a media fill compounding test. Gloved fingertips microbiological culture samples were collected before and after compounding and send to (B)(6) lab for testing. One staff member's gloved fingertip tests demonstrated microbiological growth above the acceptable threshold on two separate occasions. No failures with ppe garbing, hand hygiene or aseptic compounding technique were identified during each of the two test occasions. Most inpatient pharmacy staff member utilizes sterile polyisoprene (pi) gloves manufactured by cardinal health but the staff member failing the microbiological testing used sterile nitrile gloves manufactured by halyard due to skin reactions with the pi gloves. Inpatient pharmacy staff collected culture samples of the halyard gloves directly from the package and microbial growth was exhibited. - technician 1st gloved fingertip test results: prior to compounding: staphylococcus warneri 5 cfu*; after compounding: bacillus cereus 5 cfu* - technician 2nd gloved fingertip test results: prior to compounding: staphylococcus warneri 1 cfu*; after compounding: bacillus cereus 5 cfu* - glove test results directly from package: bacillus licheniformis 4 cfu* *culture tests performed in a clinical testing laboratory. Tested gloves immediately upon opening package without donning. Reference report #mw5155871, #mw5155872.